Manufacturer narrative:
Investigation completed 10/23/2017. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed, see attached in trackwise. Date of manufacture: may-2016. The complaint incident was initiated for monitor cable, therefore there is no service history to be reviewed. The DHR review has been deemed satisfactory. A minimum of 12 months¿ review of camcabl cable was completed in complaint system using the following key words ¿catheter failure - cable to catheter connection failure¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed from dates (B)(6) 2016 to (B)(6) 2017. A total of 22 complaints were reviewed of which 7 complaints contained the search criteria. The quantity of 7 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as 0.021% of procedures. Product was not returned so the evaluation was unable to be performed. Therefore, an investigation for cause was unable to be performed.

Event description:
The cable was connected to the icp monitor and it showed ¿catheter failure¿. There was no patient contact and no patient injury reported.